Event description:
A customer reported obtaining unexpected negative reactions with the screening assay on galileo echo instrument (B)(4).

Manufacturer narrative:
An immucor technical support specialist reviewed the instrument files. The camera report appeared optimal. No errors were noted on the day of testing. Qc reacted as expected. A review of the result image files showed that all three cells of the screening assay resulted as negative and visually appeared negative. The control well reacted as expected. A review of the test wells also showed that patient sample had not been added to the test wells. The customer was unsure if the sample was checked for bubbles prior to placing the sample on the instrument. A known positive sample was tested and the expected results were obtained. Repeat testing of the patient's sample resulted as expected. The customer was referred to customer communication (B)(4) regarding liquid level detection distributed to customers (B)(4) 2011. The instrument is operating as expected.